Event description:
After using the aegis variable awl, the doctor did not like the trajectory and attempted to slightly change the angle of the pilot hole with the drill. The bone was extremely hard and the drill bit broke off inside the vertebral body of l5. A small portion of the drill remained within the bone. The surgeon was able to place a screw at the location in question and there was no adverse patient issue. As an unintended portion of the device was left in the body, an MDR is filed to document this malfunction.

Manufacturer narrative:
The age and condition of the drill prior to the malfunction is unk. Based on the description of the event, it appears that breakage may have been related to atypical force attempting to change the trajectory of the pilot hole.